Manufacturer narrative:
The device sample will be sent by the french affiliate to the mfg facility for eval. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the balloon deflates several hours after its insertion. The balloon was inflated with 10ml. A new foley was inserted. No pt injury reported.